Event description:
A peritoneal dialysis pt reported that once he removed the cassette he noticed the cassette had a hole and solution was leaking from it. There is no report of pt ill effect. There is no sample available for eval.